Event description:
It was reported that the leads perforated the patient¿s stomach. The patient had not felt well since implant. An esophagogastroduodenoscopy (egd) was done today to confirm the issue. The patient was currently in the hospital and it was the patient¿s second time there. The patient did not currently have a managing physician. Additional information received reported that the patient had been vomiting for the past 3 weeks. The patient had been in the hospital for a week, then came home. The patient went back to the hospital on wednesday. The patient needed a manufacturer representative present to turn off her device.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).